Event description:
Evaluation revealed that the force sensor was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed the force sensor was out of calibration. Review of the pump download history revealed loss of prime alarms associated with zero force. Review of the pump download history also revealed several call service alarms of 078-0008. All "ezprime" operations were performed successfully and the pump was exercised with no alarms duplicated. Force sensor calibration was not in specification (low). When the force sensor was removed from motor assembly it was revealed that the force sensor, flex connector and motor flex connector were corroded.